Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant products:400cc mentor smooth round high profile memorygel breast implant catalog: 3504004bc, lot: 7529633, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent breast augmentation revision surgery with a 400cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV post procedure. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
On 1/17/2020, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 1/23/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. Mentor could not uncover any device failure that we could connect to the reported medical symptoms. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).